Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was unable to produce audio due to a failed speaker. The rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.